Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 2 false positive sars results for one symptomatic patient. Patient had a low grade fever. This report is to indicate one of the false positive instances, and an additional MDR will be filed for the other instance (1 of 2). The customer communicated the result was confirmed negative by molecular (pcr testing).